Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported receiving multiple shocks from the system controller over a period of months-years since it was exchanged in 2022. The controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: unknown) was returned for evaluation following the reported event of electrical shocks from the heartmate 3 system controller. Multiple attempts were made to obtain the reason for the modular cable¿s exchange; however, no response was received. The modular cable was functionally tested alongside known working lab equipment as well as the returned system controller, and it was found to perform as intended. The reported event of electrical shocks from the controller could not be correlated to an issue with the modular cable. The device history records could not be reviewed, as the lot number of the cable was not provided. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.